Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to high out of range (oor) pacing impedance measurements greater than 3000 ohms. High pacing threshold measurements and episodes with noise were also observed, so x-ray imaging was performed, and no obvious displacement, movement or damage of the implanted lead was seen. A month later, the patient returned to the hospital due to episodes of dizziness, and upon device interrogation, it was noted that the pacing impedance trend was still showing high and low oor values, but no noise or sensing concerns were detected during provocative maneuvers. Approximately three months later, the patient was admitted to the hospital for a system revision, and the implanted non-boston scientific right ventricular (rv) lead was replaced by another product of the same manufacturer. Measurements were optimal, so the patient was discharged, but a few days later, the physician contacted boston scientific indicating that the pacing impedance was now reaching oor values again, so they suspected a device header defect. Technical services (ts) reviewed data from the device and indicated that episodes had been stored with non-physiologic noise oversensing that could have been caused by either the minute ventilation feature, electromagnetic interference, or myopotentials. Ts advised to have the pacemaker device replaced and to evaluate if the lead shows optimal measurements or if it also needs to be replaced. At this time, there is no evidence to suggest that this intervention has been performed. The device remains in service and no additional adverse patient effects have been reported. Additional information was received indicating that the patient was seen in the clinic and the device and lead replacement procedure was scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This device has not been received for analysis. When the device is received and analysis is completed, this report will be completed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to high out of range (oor) pacing impedance measurements greater than 3000 ohms. High pacing threshold measurements and episodes with noise were also observed, so x-ray imaging was performed, and no obvious displacement, movement or damage of the implanted lead was seen. A month later, the patient returned to the hospital due to episodes of dizziness, and upon device interrogation, it was noted that the pacing impedance trend was still showing high and low oor values, but no noise or sensing concerns were detected during provocative maneuvers. Approximately three months later, the patient was admitted to the hospital for a system revision, and the implanted non-boston scientific right ventricular (rv) lead was replaced by another product of the same manufacturer. Measurements were optimal, so the patient was discharged, but a few days later, the physician contacted boston scientific indicating that the pacing impedance was now reaching oor values again, so they suspected a device header defect. Technical services (ts) reviewed data from the device and indicated that episodes had been stored with non-physiologic noise oversensing that could have been caused by either the minute ventilation feature, electromagnetic interference, or myopotentials. Ts advised to have the pacemaker device replaced and to evaluate if the lead shows optimal measurements or if it also needs to be replaced. At this time, there is no evidence to suggest that this intervention has been performed. The device remains in service and no additional adverse patient effects have been reported. Additional information was received indicating that the patient was seen in the clinic and the device and lead replacement procedure was scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that this device was explanted and replaced. The associated non-boston scientific lead was also replaced as a precaution. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to high out of range (oor) pacing impedance measurements greater than 3000 ohms. High pacing threshold measurements and episodes with noise were also observed, so x-ray imaging was performed, and no obvious displacement, movement or damage of the implanted lead was seen. A month later, the patient returned to the hospital due to episodes of dizziness, and upon device interrogation, it was noted that the pacing impedance trend was still showing high and low oor values, but no noise or sensing concerns were detected during provocative maneuvers. Approximately three months later, the patient was admitted to the hospital for a system revision, and the implanted non-boston scientific right ventricular (rv) lead was replaced by another product of the same manufacturer. Measurements were optimal, so the patient was discharged, but a few days later, the physician contacted boston scientific indicating that the pacing impedance was now reaching oor values again, so they suspected a device header defect. Technical services (ts) reviewed data from the device and indicated that episodes had been stored with non-physiologic noise oversensing that could have been caused by either the minute ventilation feature, electromagnetic interference, or myopotentials. Ts advised to have the pacemaker device replaced and to evaluate if the lead shows optimal measurements or if it also needs to be replaced. At this time, there is no evidence to suggest that this intervention has been performed. The device remains in service and no additional adverse patient effects have been reported.

Manufacturer narrative:
This device has not been received for analysis. When the device is received and analysis is completed, this report will be completed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Follow up report (5): upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Visual inspection of device case and header found no anomalies. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Laboratory testing was unable to reproduce the reported clinical observations, but detailed analysis found evidence of a high battery current drain.

Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to high out of range (oor) pacing impedance measurements greater than 3000 ohms. High pacing threshold measurements and episodes with noise were also observed, so x-ray imaging was performed, and no obvious displacement, movement or damage of the implanted lead was seen. A month later, the patient returned to the hospital due to episodes of dizziness, and upon device interrogation, it was noted that the pacing impedance trend was still showing high and low oor values, but no noise or sensing concerns were detected during provocative maneuvers. Approximately three months later, the patient was admitted to the hospital for a system revision, and the implanted non-boston scientific right ventricular (rv) lead was replaced by another product of the same manufacturer. Measurements were optimal, so the patient was discharged, but a few days later, the physician contacted boston scientific indicating that the pacing impedance was now reaching oor values again, so they suspected a device header defect. Technical services (ts) reviewed data from the device and indicated that episodes had been stored with non-physiologic noise oversensing that could have been caused by either the minute ventilation feature, electromagnetic interference, or myopotentials. Ts advised to have the pacemaker device replaced and to evaluate if the lead shows optimal measurements or if it also needs to be replaced. At this time, there is no evidence to suggest that this intervention has been performed. The device remains in service and no additional adverse patient effects have been reported. Additional information was received indicating that the patient was seen in the clinic and the device and lead replacement procedure was scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that this device was explanted and replaced. The associated non-boston scientific lead was also replaced as a precaution. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to high out of range (oor) pacing impedance measurements greater than 3000 ohms. High pacing threshold measurements and episodes with noise were also observed, so x-ray imaging was performed, and no obvious displacement, movement or damage of the implanted lead was seen. A month later, the patient returned to the hospital due to episodes of dizziness, and upon device interrogation, it was noted that the pacing impedance trend was still showing high and low oor values, but no noise or sensing concerns were detected during provocative maneuvers. Approximately three months later, the patient was admitted to the hospital for a system revision, and the implanted non-boston scientific right ventricular (rv) lead was replaced by another product of the same manufacturer. Measurements were optimal, so the patient was discharged, but a few days later, the physician contacted boston scientific indicating that the pacing impedance was now reaching oor values again, so they suspected a device header defect. Technical services (ts) reviewed data from the device and indicated that episodes had been stored with non-physiologic noise oversensing that could have been caused by either the minute ventilation feature, electromagnetic interference, or myopotentials. Ts advised to have the pacemaker device replaced and to evaluate if the lead shows optimal measurements or if it also needs to be replaced. At this time, there is no evidence to suggest that this intervention has been performed. The device remains in service and no additional adverse patient effects have been reported. Additional information was received indicating that the patient was seen in the clinic and the device and lead replacement procedure was scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.